Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The detachment occurred at the connector. The infusion set had been in use for four days, and the insertion site was the right abdomen. No further information available.